Event description:
This pt was scheduled for a laparoscopic right oophorectomy and lysis of adhesions. During the oophorectomy an ethicon endoscopic linear cutter I endopath ets lot# c4d70h, expiration 01/2011, reference #tsw35 was to be used. When the package was opened the original staple cartridge fell out of the stapler so a reload was opened onto the table-reload 35mm standard tr35b, lot#a4c67g exp. Date 09/2010. The liner cutter was positioned inside the abdomen to remove the right ovary, the stapler fired, staple line looked good. Upon releasing the stapler the cartridge fell into pieces inside the abdomen. Three pieces were easily recovered from the abdomen-the plastic staple holder, metal backing, and one small triangular plastic track guide. Upon examining a new unused cartridge it was noted that there was an additional plastic track guide missing. An extensive laparoscopic search of the abdominal cavity was performed. The abdominal cavity was then filled with saline and another extensive search was performed but no more pieces were found. The back table, drapes, trash, floor, every where in the room was search but the small, plastic triangle was never found. Pt was taken to pacu and after she was in stable condition a kub of the abdomen was performed. The radiologist report was negative for foreign bodies but the plastic piece is not radiopaque. Upon discharge the pt was doing well.